Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that one of the inflatable penile prosthesis (ipp) cylinders herniated proximally and the device would not deflate. The physician tried the normal pump cycling steps but no troubleshooting resolved the issue. All components were explanted and replaced. There were no patient complications.